Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00440. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that it doesn't go on standby. It was reported there was no patient involvement at the time the issue was discovered. It was in use prior to the reported issue, the problem was encountered when the therapy had to be suspended and the patient was disconnected from the ventilator. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Check system. The stand by mode is activated correctly by disconnecting the test flask. By reconnecting the bag to the circuit and forcing an act, the device resumes ventilation. The reported fault could not be duplicated. The system is working as intended. The pse reconnected the bag to the circuit and forcing an act, the device resumes ventilation. The device passed required performance verification tests per philips standards and was returned to service. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time